Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the doctor fired the first stapler and when he opened it, the staplers were deployed only on one side of the stomach. It was reported that the specimen side opened because the stapler did not form a b-shape at all. Another cartridge had to be used to complete the case. It was reported that there was no staple formation on all the line of the stapler (proximal, distal and central) but only on the specimen side. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one endo gia* universal straight 60-4.8 single use loading unit. Visual inspection of the loading unit noted protruding staples in one side of the cartridge and was fully deployed in the remaining side. Inspection inside the cartridge noted that the sled vanes were broken in the side and the sled was incorrectly placed. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity. Process improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.